Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The device records were reviewed and indicated no nonconformances related to this lot therefore supporting the device met material, assembly and performance specifications prior to shipment. Case details were reviewed. The vessel was rcfa with a size of 8mm.vessel was mildly calcified, and tortuosity was noted proximal to the cfa with an angulation to the left. Multiple attempts were performed during access of the vessel. 8f micro sheath was used. Some difficulty was noted during sheath exchange. Ultrasound was not used to gain access. A sheath (i.e., procedure sheath) was used to deploy a heart valve of 29 mm. No issues with advancing or withdrawing procedure sheaths during the case. A manta 18 f was used in the procedure which was deployed at the measured depth of 4+1 cm. Sbp was less than 150 as patient was in nitro to control bp s/p administration of neo after the bav and valve deployment. Act was 294. Oozing from the tract was noted. Few hours after the procedure, patient had a bm (bowel movement) and developed a hematoma. This further escalated to a hypovolemic shock. Patient was transferred to the or for a repair of the sfa, cfa and iliac artery. 4 units of packed cells, 2 ffps (frozen plasma) and a pack of platelets. A cutdown was done on the right side. It is likely that multiple access attempts could have damaged the vessel leading to bleed however, this is undeterminable. It is unknown if the vessel had scar tissue as multiple access attempts were made. Per event details, time to hemostasis was less than 5 min. No surgical or procedural notes were provided. Per IFU, it identifies "other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention" as potential adverse events related to the deployment of vascular closure devices. Surgical cutdown was done and a repair was employed for most of the femoral artery. It is unknown if other issues were present with iliac and sfa causing the bleed. The status of whether manta was deployed correctly and/or if the anchor was tethered in the right position with the collagen compressing suitably against the vessel is unknown. Angiograms were received from the account. It can be observed the vessel had an angulation and the flow appears to be correct pre and post manta deployment. No angiograms or imaging with respect to the bleed was provided.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: manta was deployed post tavr with minimal issue of tract oozing. Pt was taken to the floor and shortly after pt was having a bm and developed a hematoma, pt developed hypovolemic shock and was taken to the or. Pt was taken to the or for open exploration and repair of the sfa, cfa, and iliac artery. The patient received at least 4 units of packed cells, 2 units of fresh frozen plasma, a pack of platelets, and they used the cell saver auto transfusion during the procedure.